Event description:
Country of complaint: (B)(6). Dehiscence. The knots do not hold the strength and drop prematurely.

Manufacturer narrative:
Waiting for product return. Us reporting agent notified on: (B)(4) 2015. Evaluation is on-going.